Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that ins was removed but imaging indicates a lead is still implanted. Caller is inquiring if pt can have a brain MRI. Caller reports the ins was removed on (B)(6) 2016. The op note indicates removal took place due to a "painful battery pack", caller had no additional detail to provide.